Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had ripped through tube") and uterine perforation ("perforation (uterus)") in a (B)(6) female patient who had essure (batch no. 628311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion and 2 days after removal of essure, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, fatigue and muscle spasms. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("physician only put one coil in"), cystitis ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)") and vaginal infection ("infection(bladder/urinary tract/vaginal)"). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (unilateral salpingectomy right tube and coil on (B)(6) 2011) and surgery (unilateral salpingectomy right tube and coil on (B)(6) 2011). Essure was removed. At the time of the report, the uterine perforation, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered cystitis, urinary tract infection, uterine perforation and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : now case became (potential) legal case. Lawyer was added, new reporter was added, patient demographic details added, product indication added, product start date and stop date added, product lot number added. Event was clubbed- severe abdominal pain/pain. Event was added- uterine perforation, bladder infection, urinary tract infection, vaginal infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had ripped through tube"), uterine perforation ("perforation (uterus)protruding into the peritoneal cavity") and device dislocation ("perforation(uterus) /protruding into the peritoneal cavity") in a 36-year-old female patient who had essure (batch no. 628311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "right tubal essure placed and endometrial thermal ablation." On (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test- no". The patient's concurrent conditions included morbid obesity, thyroid disorder and bipolar disorder. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, fatigue and muscle spasms. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("physician only put one coil in"), cystitis ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)"), nausea ("nausea"), pyrexia ("other injury(ies) or complication (s) please describe: fever") and pain ("other injury(ies) or complication (s) please describe: a lot of pain with movement"). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (unilateral salpingectomy right tube and coil on (B)(6) 2011) and surgery (unilateral salpingectomy right tube and coil on (B)(6) -2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, complication of device insertion, cystitis, urinary tract infection, nausea, pyrexia and pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered cystitis, device dislocation, nausea, pain, pyrexia, urinary tract infection and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2011, CT abdomen and pelvis report: impression: a unilateral essure device is noted in the right fallopian tube. On unknown date CT scan: appeared normal. (B)(6) 2011, surgical pathology report: appendectomy- partial fibrous obliteration of appendix. Negative for appendicitis. Coil from right fallopian tube, removal: metallic coil, gross only. Gross description: "coil from right fallopian tube" is a 4 cm silver coil and a 10 cm silver wire. (B)(6) 2009: endometrial biopsy. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received. Event essure confirmation test- no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had ripped through tube"), uterine perforation ("perforation (uterus)protruding into the peritoneal cavity") and device dislocation ("perforation(uterus) /protruding into the peritoneal cavity") in a 36-year-old female patient who had essure (batch no: 628311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "right tubal essure placed and endometrial thermal ablation." On (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test- no". The patient's concurrent conditions included morbid obesity, thyroid disorder and bipolar disorder. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, fatigue and muscle spasms. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("physician only put one coil in"), cystitis ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)"), nausea ("nausea"), pyrexia ("other injury(ies) or complication (s) please describe: fever") and pain ("other injury(ies) or complication (s) please describe: a lot of pain with movement"). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (unilateral salpingectomy right tube and coil on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, complication of device insertion, cystitis, urinary tract infection, nausea, pyrexia and pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered cystitis, device dislocation, nausea, pain, pyrexia, urinary tract infection and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2011, CT abdomen and pelvis report: impression: a unilateral essure device is noted in the right fallopian tube. On unknown date CT scan: appeared normal on (B)(6) 2011, surgical pathology report: appendectomy- partial fibrous obliteration of appendix. Negative for appendicitis. Coil from right fallopian tube, removal: metallic coil, gross only. Gross description: "coil from right fallopian tube" is a 4 cm silver coil and a 10 cm silver wire. On (B)(6) 2009: endometrial biopsy. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had ripped through tube"), uterine perforation ("perforation (uterus)protruding into the peritoneal cavity") and device dislocation ("perforation(uterus) /protruding into the peritoneal cavity") in a 36-year-old female patient who had essure (batch no. 628311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "right tubal essure placed and endometrial thermal ablation." On (B)(6) 2009. The patient's concurrent conditions included morbid obesity, thyroid disorder and bipolar disorder. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, fatigue and muscle spasms. On an unknown date, the patient experienced uterine perforation and device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("physician only put one coil in"), cystitis ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)"), nausea ("nausea"), pyrexia ("other injury(ies) or complication (s) please describe: fever") and pain ("other injury(ies) or complication (s) please describe: a lot of pain with movement"). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (unilateral salpingectomy right tube and coil on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, cystitis, urinary tract infection, nausea, pyrexia and pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered cystitis, device dislocation, nausea, pain, pyrexia, urinary tract infection and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2011, CT abdomen and pelvis report: impression: a unilateral essure device is noted in the right fallopian tube. On unknown date CT scan: appeared normal (B)(6) 2011, surgical pathology report: appendectomy- partial fibrous obliteration of appendix. Negative for appendicitis. Coil from right fallopian tube, removal: metallic coil, gross only. Gross description: "coil from right fallopian tube" is a 4 cm silver coil and a 10 cm silver wire. (B)(6) 2009: endometrial biopsy. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation. Most recent follow-up information incorporated above includes: on 30-may-2018: medical records received : event right tubal essure placed and endometrial thermal ablation was added. Reporters details added. Concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had ripped through tube"), uterine perforation ("perforation (uterus)/protruding into the peritoneal cavity") and device dislocation ("perforation(uterus) /protruding into the peritoneal cavity") in a 38-year-old female patient who had essure (batch no. 628311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion and 1 day after removal of essure, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, fatigue and muscle spasms. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("physician only put one coil in"), cystitis ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)"), nausea ("nausea"), pyrexia ("other injury(ies) or complication (s) please describe: fever") and pain ("other injury(ies) or complication (s) please describe: a lot of pain with movement"). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (unilateral salpingectomy right tube and coil on 20-(B)(6) 2011) and surgery (unilateral salpingectomy right tube and coil on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, cystitis, urinary tract infection, nausea, pyrexia and pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered cystitis, device dislocation, nausea, pain, pyrexia, urinary tract infection and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: new events: pyrexia, pain, nausea, embedded device were added. Reporter information, product stop date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.